Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was observed a missing dose window.

Event description:
The customer reported via phone call that the dose button on their insulin pen was hard to push down and the screw would make a grinding sound when doing an injection. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.